Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported, a 'bakri tamponade balloon catheter' could not be inflated during treatment of a postpartum hemorrhage, secondary to uterine atony, following a cesarean section. It took the user approximately 20 minutes to place the device, transabdominally, into the uterine cavity, then resistance was noted when attempting to inflate the balloon with fluid. The user opened another like-device to complete the procedure. The patient had a total estimated blood loss of 1200ml; 1000ml prior to device use and an additional 200ml after device use. The patient did not require any blood transfusions. The device was not tested prior to use. No interventions were performed prior to device placement. It was reported the device was handled by or in the proximity of a suture needle but did not come into contact with the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon on the information provided, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, a 'bakri tamponade balloon catheter' could not be inflated during treatment of a postpartum hemorrhage, secondary to uterine atony, following a cesarean section. It took the user approximately 20 minutes to place the device, transabdominally, into the uterine cavity, then resistance was noted when attempting to inflate the balloon with fluid. The user opened another like-device to complete the procedure. The patient had a total estimated blood loss of 1200ml; 1000ml prior to device use and an additional 200ml after device use. The patient did not require any blood transfusions. The device was not tested prior to use. No interventions were performed prior to device placement. It was reported the device was handled by or in the proximity of a suture needle but did not come into contact with the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: model # = gpn # e3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.